Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The power supply will be replaced in-house.

Event description:
The service repair tech (srt) reported that during routine testing of the device at the service ctr, the blood parameter monitor (bpm) failed the high potential (hi-pot) test. There was no pt involvement.